Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc specialist obtained remote connection to the instrument and analyzed the instrument data. Ccc specialist instructed the customer to rerun the samples on an alternate instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods on server 2. The cse found that sample probe 2 (s2) and reagent probe 3 (r3) were within specification and the reagent probe 4 (r4) overmix test was out of specification. The cse replaced r4, performed auto-alignment, and r4 testing, passed. The cse completed bottom of cuvette alignment in diagnostic mode. The cse reran r4 mix/overmix test, which passed. The operator ran quality control (qc) for all server 2 methods, which were within range. The cse was re-dispatched to the customer site. The cse ran service methods which showed marginal "omix" results. The cse replaced, aligned and verified reagent probe 4 and sample probe 2 mixers and probes. The cse ran mix tests, which were within range. Qc was run, resulting within range. Patient sample (B)(6), which was erroneously reported, was flagged with error message "e143". As per the dimension vista 1500 operators guide: for abnormal assay [e143] : "1. The result cannot be reported. Rerun the sample. 2. If the message reappears, run a qc sample for the method." The cause of the operator reporting a flagged patient result is a user error. The cause of the discordant, falsely depressed calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant result for sample ID (B)(6) was not reported to the physician(s). Sample ID (B)(6) was erroneously reported to the physician(s). The sample ID (B)(6) was appropriately flagged by the instrument. The samples were repeated on an alternate dimension vista instrument ((B)(4)), resulting higher. One of the patients (sample ID (B)(6)) was treated due to the depressed calcium result. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely depressed calcium results.